Manufacturer narrative:
Complained product will not be not available.

Event description:
Heads...broke...sliding off - oral-b [device breakage]. Don¿t fit well when attached. The fit is so loose - oral-b [device connection issue]. Wonder if they are counterfeit - oral-b [suspected counterfeit product]. Case narrative: consumer via ratings and review stated that they wondered if the oral-b toothbrush heads were counterfeit because they broke after the first try. They also did not fit well when attached to the oral-b toothbrush and the fit was so loose that they slid off while in use. No injury was reported.